Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval, the black (main batt), green (+3.3v) and brown (-5v) wires inside of the trunk cable connector were broken. The cause of the broken wires was a cracked trunk cable connector. The root cause of the damaged trunk cable connector could not be positively determined, but was likely cause by physical abuse. No adverse event resulted from the broken wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report a service code 204 (belt/monitor unusable). The pt was provided with a replacement electrode belt.